Event description:
Additional information received revealed the patient's ipg was relocated via surgical intervention on (B)(6) 2021 to provide resolution.

Manufacturer narrative:
A4 - patient weight has been obtained and provided. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The date of event is estimated. The patient's weight is unknown.

Event description:
It was reported the patient has been experiencing discomfort at their ipg site due to the location of their ipg. As a result, the patient may undergo surgical intervention.